Manufacturer narrative:
Received one used. List #142730490, plum 150 ml burette set, for inspection. As received, no damage or anomalies noted. The set was examined under ultraviolet (uv) light and insufficient solvent coverage was observed on the bottom lid of the burette connecting to the sight chamber. The set was leak tested and leakage was observed from the bottom of the burette. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage applied during manual bond assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on12/15/2025.

Manufacturer narrative:
E1: additional contact: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in in which it was stated that the burette's bottom had a leakage.